Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during a variceal banding procedure performed on (B)(6) 2021. During the unpacking, the trip wire that attached the cap with the deployment device was broken. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant showing the trip wire broken with the distal loop detached.